Manufacturer narrative:
The previously reported explanted date of (B)(6) 2015, no longer applies to this event. The serial number of the pump had been previously updated and this explant date should have been removed as it did not apply to the pump associated with this event.

Event description:
On 2016-01-06 information from the representative now verified the that pump serial for this is event was (B)(4). Information was requested to clarify the implant date. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, partially explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On 10-12-2015 information was received from a health care professional via a representative regarding a patient who was receiving unknown baclofen 2000 mcg/ml at a dose of 150 mcg/day via an implantable pump. The baclofen type, lot number, medical history and concomitant medications were not obtainable. The treating physician thought that his patient was not getting all of his drug or the correct dose of drug. This treating physician had a radiologist look at the catheter under a magnetic resonance imaging (MRI) scan to determine patency as he believed the catheter was not patent. It was not known if a dye study was performed. The physician asked a neurosurgeon to replace the catheter. When the surgeon pulled on the intrathecal catheter only a very small piece came out. The surgeon believed that there were probably only 2 or 3 centimeters (cm) of the catheter in the intrathecal space. He said there must be more catheter in the intrathecal space but he said he was not worried about that and believed the catheter broke into two pieces with one being left in the intrathecal space. He replaced the catheter with a new 8780 indura catheter. At the time of the report the patient's status was not obtainable. The issue was reported as resolved at the time of the report. Additional information has been requested regarding the serial of the pump, indication for use, results of the MRI and cause of the event, and patient symptoms, but these were not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
On 12-15-2015 the representative further replied that he was not aware of any troubleshooting being done on the catheter other than the radiologist doing a magnetic resonance imaging (MRI) scan to determine if the catheter was patent. It was the representative's understanding that they thought it was the pump's fault and not the catheter. (See manufacturer report #3004209178-2015-21965 which captures the pump). Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the portion of the catheter that was returned revealed that the catheter body was broken. The most distal end of one of the returned segments had a jagged look to it along with an oval shape when viewed in cross section. This indicated that the catheter may have been compressed at this area and most likely broke at this point.

Event description:
On (B)(6) 2016, the representative clarified that this patient had an 8709 catheter removed and replaced with an 8780 catheter sn (B)(4) on the (B)(6) 2015. The pump that was indwelling, ngv487465h, remained in place. The representative had not heard from the patient or the controlling physician that anything had changed since the replacement of the mentioned catheter. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter.

Event description:
Additional information was provided by the representative who stated the pre-existing pump at the time of the catheter issue was the (B)(4). As reported, given that the pump was using baclofen it was most likely for some form of spasticity. It was unknown if the patient was experiencing any symptoms at the time of hospitalization. At the time of the procedure the patient was receiving 249.8 micrograms per day. The treating physician thought that the MRI had shown that the catheter was not patent but representative did not see any films per se. To the representative's knowledge the cause was not found and the representative could not say if an occlusion was found or not. The representative could not remember if the catheter could be aspirated. No further information was provided at this time. A new pump was implanted on (B)(6)-2015, pump (B)(4). Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.